Event description:
Report received of a pt getting an unrequested loading dose. The pt was reported to be receiving dilaudid 1mg/ml via a pca plus ii pump in the continuous + bolus mode of delivery. The pump settings were not known upon request. It was reported that "the pt got a high loading dose that no one ordered and was not programmed into the pump". According to the customer contact, the printout from the pump showed that the pt received a 6 or 7mg loading dose of dilaudid (1mg/ml) that was "not programmed into the pump". It was reported that the pt was "lethargic" and required a "couple doses" of narcan to be given (dose unspecified) and a maintenance drip of narcan (concentration unspecified) to be hung intravenously. The pt was "placed on oxygen" and the pt's spouse reportedly "stayed at the bedside with the pt". The pump was reportedly removed from clinical service and sent to the engineering dept. Though requested, no further info was available.